Manufacturer narrative:
Manufacturer ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional . Summary of investigational findings: the reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2017." Additional information received 20may2020: patient allegedly received an implant on (B)(6) 2017 via the right internal jugular vein. Per a report from implant report; ¿the vena cava filter was in good position in the vena cava and so the filter was released.¿ 11mar2019; per a report from computed tomography; ¿the abdominal aorta is normal in caliber. There is an infrarenal ivc filter with its apex approximately 3cm below the left renal vein. There is tilting of the apex of the ivc filter with apex abutting the right lateral wall of the ivc. At least two of the struts of the ivc filter have penetrated the ivc medially.¿ patient outcome: it is alleged that the [pt] was injured without further explanation.

Manufacturer narrative:
Investigation: the following allegations have been investigated: fear, depression, anxiety, chest pains, sob, nausea, migraines, sleep deprivation, limited mobility, pain, emotional distress. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Unknown if the reported fear, depression, anxiety, chest pains, sob, nausea, migraines, sleep deprivation, limited mobility, pain, emotional distress are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number and lot number are unknown. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant due to deep vein thrombosis and pulmonary embolism with contraindication to anticoagulation. The patient alleges tilt and vena cava perforation. The patient further alleges fear, depression, anxiety, chest pains, shortness of breath, nausea, migraines, sleep deprivation, limited mobility, pain, and emotional distress.